Event description:
Alleges unit went backwards due to the drive assembly and end user flipped the unit.

Manufacturer narrative:
The device operated normally except the throttle operated as if set up for left handed consumer. Further visual examination showed that the device was modified post final release by. Reversing and splicing of throttle pot wires. With this, the throttle operated directionally opposite than it did from the factory. The throttle direction (for left handed) can be changed via the programming but was not in this case.(per the original order) with this, the unit went backwards because of this modification and had nothing to do with the transaxle. The product literature contains warnings about modifying the device.

Manufacturer narrative:
The exact "date of event" has not been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges unit went backwards due to the drive assembly and end user flipped the unit.